Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c implantable port allegedly difficult to remove and fracture. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The patient was reported to be a 55 year old female weighing 54 kgs.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photo was provided for review. The company is still investigating the issue at this time. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, lot history can be reviewed. The sample was not returned to the manufacturer for inspection/evaluation however, photographs were provided for the alleged malfunction. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c implantable port allegedly had the introducer needle stuck and was difficult to remove and the guidewire was damaged. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The patient was reported to be a (B)(6) female (B)(6).

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, one photo was provided for review. Additionally, stretched code was added for this malfunction. The investigation is confirmed for the fracture and stretching; however, the investigation is inconclusive for the difficult to remove. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c implantable port allegedly difficult to remove and fracture. This information was received from one source. Of the one malfunction, one patient was involved with no patient consequence or impact. The 55 year old female patient weighing 54 kgs.